Event description:
Related manufacturer reference number: 3006705815-2023-02584. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.

Manufacturer narrative:
B3: date of event is estimated. A patient experiencing ineffective stimulation and autoreducing due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.